Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: three curved openings on posterior and anterior, fold creases, wear abrasion, and yellow biological tissue in the shell. Leak test and microscopic analysis was performed which identified: three striated openings on posterior and anterior and non-penetrating nick striated on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on posterior and anterior assessed as surgical damage consist in the use of some surgical tool. Non-penetrating nick striated on anterior assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.